Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neurostimulator for cervical/neck and spinal pain. Information was reported that a patient¿s battery had overdischarged. The caller stated that the patient claimed that she thought this might be the 3rd time the battery has went into overdischarge. The caller had to go at the end of the call and technical services did not have the opportunity to ask about potential overdischarged prior to today. The reason for the call was because the caller could not get the ins recharger (insr) to switch into the physician recharge mode (prm) when holding the buttons on the front of the insr. Technical services reviewed how to start a prm using the insr. The caller is going to follow-up with the patient a second time in an attempt to start the prm process. The caller also stated that the patient claimed that the battery died more than three months ago. No further complications have been reported. No patient symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient needed a new desktop charger (dtc) because the ins recharger (insr) had a blank screen and was not charging when plugged in. The patient noted their battery was dead, which was previously reported, and they cannot get their recharger charged to charge the ins. A replacement dtc was sent because of a loose connector pin. The patient called back because they had missed the delivery and the replacement dtc was sent back to the manufacturer. The patient stated they needed the dtc and the insr replaced because the connector was damaged. Additional information from the manufacturer representative (rep) stated that they were able to successfully get the patient¿s ins into physician recharge mode (prm) and that the third over discharge was confirmed with a programmer. The patient¿s weight at the time of the event was given. No further complications were reported/expected.